Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Testing was performed using an in-house retained kit of architect hbsag qualitative ii confirmatory lot 46087fn00 stored at the recommended storage condition. The median population result for lot 46087fn00 is comparable with all other lots in the field and falls within established baselines. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 46087fn00 was identified.

Event description:
The customer observed false nonreactive architect hbsag results for one patient.

Event description:
The customer observed false nonreactive architect hbsag results for one patient.

Manufacturer narrative:
Additional information added to the ticket on 04jul2023. A lot number was added, and the following patient results were added: sid (B)(6) initial architect hbsag result was 5.76 s/co (reactive), repeats 8.83 / 8.26 / 8.13 / 8.36 s/co (reactive) and 0.19 s/o (nonreactive). Other result provided: anti-hbcii 0.09 s/co (nonreactive) no impact to patient management was reported. Updated fields include: section a1 patient identifier section d4 lot number an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This report is being filed on an international product, list number 02g22 that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag results for one patient. No specific patient values were provided. No impact to patient management was reported.